Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's applicator needle of adc freestyle libre 2 sensor was missing and therefore was unable to monitor their glucose level. Customer reportedly experienced symptoms of "hypoglycemia" and received treatment with "insulin" (unknown dose and type) by a non-hcp. No further information was provided. It should be noted that treatment with insulin is not consistent with the symptoms of hypoglycemia as reported. There was no report of death or permanent injury associated with this event.